Event description:
Boston scientific crm received info that this dextrus lead had dislodged on three separate occasions. Two revisions have already occurred. Currently, the lead remains implanted and the physician is deciding on the course of action. No adverse pt effects have been reported. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.